Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach (see attachment). Based on evaluation of the returned device, abnormal wear based on the length of time implanted was not identified. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient had an attune fb cr tkr implanted in (B)(6) 2015 and presented with infection one year later. The surgeon explanted the attune implant and noticed a large amount of wear on the poly insert, more wear than he would expect in one year, including pitting in places on the insert. He was concerned at this amount of wear on poly insert and would like it investigated. Loosening is visible on x-ray, surgeon believes the original reason for loosening was infection developing under tibial base plate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.